Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tcf2828c49e, serial/lot #: (B)(6), ubd: 06-feb-2026, UDI#: (B)(4) ; product ID: etlw1616c156e, serial/lot #: (B)(6), ubd: 12-aug-2026, UDI#: (B)(4); product ID: etlw1613c156e, serial/lot #: (B)(6), ubd: 16-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported via technical services through the patients representative (patients wife) that shortly after the index procedure th e patient was thought to have an endoleak. The stent graft eventually collapsed and a new stent was implanted inside the stent graft 7 weeks post implant. The patient is now reporting pressure when eating, a protrusion between the diaphragm and naval when lying down and a gassy feeling when eating. The patient also reported extreme pressure in the head since the implant. No cause was provided. No additional clinical sequelae was provided and the patient will be monitored.